Event description:
An allegation from an attorney reported that the lead had exhibited a fracture and was explanted. Attorney further alleges the patient is deceased and the "death associated with explant." Review of manufacturer's database revealed the patient died approximately 2.5 months following explant of the lead.

Manufacturer narrative:
The device is part of the advisory for this model. Without a lot number or device serial number, the manufacturing date cannot be determined. The patient is involved in a settlement involving the sprint fidelis leads. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found, distal and defib conductors distorted, blood/body fluid outer tubing overlay, inner and outer tubing kinked/buckled, outer tubing overlay melted and cosmetic esc, outer insulation breached cut and cosmetic depression, blood in/on helix/lobe mechanism, apparent explant damage. Partial lead in segments returned and analyzed.